Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/06/2016. The reported event of loss of connection was not confirmed. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and was found to be in good condition. A voltage test was performed and the transmitter held no voltage; therefore, the reported loss of connection could not be confirmed via testing. A share log review was performed and a loss of connection was found in the logs on the issue date. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.